Manufacturer narrative:
It was reported that (B)(4) is giving a red light when plugged into the battery charger, pt has attempted placing this battery in multiple charging slots with the same results. Pt also states that battery charge is < 2 hours. The battery, (B)(6), was not returned for evaluation since the center decided to keep it. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Experience with other similar events suggest that the condition observed could have been caused by a high max error condition on the battery that affected the calibration of the unit.  A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the reported event can be attributed to a battery that is out of calibration; however, the reported event could not be confirmed since the unit in question was not returned for evaluation.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature.the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. There is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) advises users to only use the manufacturer battery charger to charge manufacturer batteries. Other battery chargers will not charge the batteries and may damage them. The battery charger can charge up to 4 batteries at a time. It takes approximately 4 to 5 hours to fully charge a depleted battery. The battery charger must be plugged into a properly grounded electrical outlet to charge batteries. The power indicator is green when the battery charger is properly connected to electrical power. Each battery slides into a bay and is connected to the battery charger. It is safe to leave the batteries in the charger and the charger plugged into a wall outlet at all times. The charger has two indicators for each charging bay. The indicators are "ready" and "status". The green light adjacent to the "ready" indicates that the battery is fully charged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
It was reported that the battery gave a red light when it was plugged into the battery charger.  They tried multiple charging slots with the same results.  The patient also noted that the battery did not stay charged as long as expected, less than two hours.  The battery was replaced.  No patient complications have been reported as a result of this event.